Manufacturer narrative:
Zimmer biomet complaint (B)(4). A full osseotite® tapered implant 4 x 10mm (fnt410) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture of the cover screw inside implant. The reported device was located on tooth # 24 however, pre-existing patient factors and x-rays are not relevant to the reported event. The length of the device usage is unknown. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g ¿ october 2019. Information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review was completed for the subject lot number (2019011016). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019011016) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant cover screw had fractured at tooth location 12. Implant was removed.